Event description:
Product analysis was completed for the tablet serial cable. The cause for the reported allegation is associated with two disconnected wire connections in the returned serial cable. Once the wires were soldered onto the serial cable pcb, no further anomalies were identified.

Event description:
It was reported that a tablet programming system received an "unable to open port" error. It was believed that the serial cable failed. The tablet serial cable has been returned to the manufacturer where analysis is currently underway.